Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a lead screw test and high-pressure test were completed and passed within specifications. The customer stated that she noticed the infusion set had a leak at the tubing connector cap. Instructed customer to change the infusion set and site as per md.